Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the non tortuous superficial femoral artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, the balloon failed to inflate and a pinhole was noted. The device was removed and another mustang was used to complete the procedure. No patient complications were reported and patient's status was good.